Event description:
It was reported that the external pulse generator (epg) would not stay on for fifteen seconds when changing the battery. The epg shut down immediately. A new battery was tried, and the contacts were checked. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found evidence that the device was damaged prior to the device being returned to the manufacturer: the heart lead flex was not locked into the printed circuit board (pcb) connector, the encoder flex was damaged from removing and inserting the display, the display lens had no adhesive holding it to the upper case, the upper case was damaged from the display screw being over torqued, the main keyboard flexes had not been re-adhesived and there was no adhesive on the ventricular connector. The reported event was confirmed, the main pcb was out of electrical specification. It was also noted that the display lens was scratched, the ring cover was broken, the lead flex cover was corroded, one case screw was missing, the battery contacts were compressed, the ring was bent, the display lens adhesive was missing, the battery drawer was damaged, the keyboard window was scratched, and the encoder flex was damaged. Further analysis was performed on the main pcb. This analysis found that a capacitor component on the main pcb caused the device battery removal test failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).